Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and pacemaker was admitted to the hospital for reasons not provided. Interrogation of the device revealed that a lead safety switch occurred on the ra lead. There was no sensing noted in either unipolar or bipolar mode and there was noise visible on the ra channel. It was also reported that this patient experienced many pacemaker mediated tachycardias (pmts) with this compromised ra lead, and the device was reprogrammed to prevent further pmts from occuring. The device was programmed so that the ra lead was back in bipolar configuration. Additional information was reported that a revision was performed. The ra lead was capped and successfully replaced. The pacemaker was electively replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Neither product will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.